Manufacturer narrative:
H6 work order search: no similar complaints within associated lots were found. Manufacturer narrative: each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise. The lens was removed and replaced for a different model lens and the problem was resolved.

Manufacturer narrative:
H3: lens was returned with moisture in a microcentrifuge vial with residue/debris on the product. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. UDI: (B)(4). Claim# (B)(4).